Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system. After 2-debranch bypass surgery was performed, 2 ctags were placed from zone 1, intended position where the proximal device slightly covered the brachiocephalic artery. On an unknown date in (B)(6) 2022, CT examination showed an unknown type of endoleak with aneurysm enlargement of more than 5mm. Possible type ii endoleak from the bronchial artery or a proximal type I endoleak was reported. On (B)(6) 2022, a reintervention was performed for the endoleak and enlargement. Intraoperative angiography could not identify a type of endoleak. Considering the risk of complications from additional procedures, no additional treatments was performed and the procedure was completed. On the other hand, it was reported that the physician feels a need of treatment. Reportedly the physician considers a surgical intervention or zone 0 tevar when further endoleak with aneurysm enlargement is detected.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.